Event description:
It was reported to medtronic neurosurgery that the pt had an enzyme deficiency called mps. According to the report, the pt had a large build-up of gags. The report stated that the pt was not responding to the valve and the valve was explanted.

Manufacturer narrative:
Upon further investigation, it was reported to medtronic neurosurgery that the pt was doing well. The valve was patent. However, it did not meet the requirements for leak testing due to a small tear in the top of the cassette housing chamber. It is unk how or when this damage occurred. The valve met the requirements for siphon, reflux, pressure flow as well as pre-implantation testing. The instruction for use that accompany the device caution that care should be taken in handling the valves as silicone ahs a low cut and tear resistance. A review of the mfg records was not possible as no lot number was provided. All of the valves are 100% tested at the time of MFR.